Manufacturer narrative:
H.6 investigation summary : sixty- six sealed 32g x 4mm pen needle samples were returned from lot. No. 9029777, cat. No. 320566 along with eleven sealed 32g x 4mm pen needle samples from lot. No. 9046889, cat. No. 320566 and two open 32g x 4mm pen needle samples from an unknown lot. No., cat. No.320566. Visual examination was carried out on the two open samples and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. Due to the condition the samples were returned no clog test could be carried out. A clog test was carried out as per tp700483 on sixty-six samples from lot. No. 9029777, cat. No. 320566 and on eleven samples from lot. No. 9046889, cat. No. 320566 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned from the unknown lot number were open it is not possible to confirm this defect to be manufacturing related. No issues were observed with the remaining samples therefore no root cause can be identified. H3 other text : see. H.10

Event description:
It was reported that the bd pen ndl 32g 4mm pro during use did not deliver the insulin. There are (B)(4) separate occurrances. The following information was provided by the initial reporter: verbatim: ¿needles faulty. - customer reported that needles appeared faulty when using. - new box of needles, customer attached to pen device (based on conversation this appears to be in correct manner) - drops appears to come out of needle tip on priming however when customer goes to inject dose is unable to, needle appears blocked - customer has areas of lipohypertrophy at present and is avoiding these sites for his injections¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd pen ndl 32g 4mm pro during use did not deliver the insulin. There are 10 separate occurrances. The following information was provided by the initial reporter: verbatim: ¿needles faulty. Customer reported that needles appeared faulty when using. New box of needles, customer attached to pen device (based on conversation this appears to be in correct manner). Drops appears to come out of needle tip on priming however when customer goes to inject dose is unable to, needle appears blocked. Customer has areas of lipohypertrophy at present and is avoiding these sites for his injections¿.